Manufacturer narrative:
(B)(4). Additional manufacturer narrative and/or corrected data; corrected data: inadvertently did not include the UDI on the initial report.

Event description:
On (B)(6) 2014 it was reported that the patient had a seizures on (B)(6) 2014 she had a seizure while driving which resulted in a loss of consciousness and crashing her car. The patient was seen on (B)(6) 2014 by the physician who interrogated her device and during system diagnostics saw the following low output message, output current=low/current delivered=2.25ma. However, the patient was programmed to 2.5ma. The patient has not had a grand mal event in well over 3 years. The nurse practitioner was concerned that something may be misfiring or the vns was damaged in the car accident as a result of the seatbelt. The nurse practitioner reported that diagnostics taken on (B)(6) 2014 showed an impedance of 3169ohms and a low output status with 2.5ma being the current intended to be delivered and 2.25ma being the actual current delivered to the patient. They decided to lower the output current to 2.25ma and raised the pulse width to 750usec. System diagnostics test then came back in range with an ¿ok¿ output delivered and impedance of 3139ohms.

Event description:
It was reported on (B)(6) 2014 that the patient is continuing to have dyspnea and dysphagia and that there has been no apparent change in his symptoms.

Event description:
The patient reported that he developed sleep apnea following device implant, although he ¿wouldn't have been expected to develop for another 15 years¿ and then required high settings on a CPAP. He stated that he admitted to having breathing problems when the device was turned up, and would ¿learn to live¿ with it until he became accustomed. At the most recent appointment, the physician informed that they do not have any medical history for the patient and therefore could not further comment on the patient's reports. No other relevant information has been received to date.

Manufacturer narrative:
Event description, corrected data: initial emdr report inadvertently listed the event description from mfg. Report # 1644487-2014-03387. The event description was updated to reflect information that should have been included in the initial report. Mfg. Report # 1644487-2014-03387 has been reviewed and no further updates are needed for that report. (B)(6).

Event description:
On (B)(6) 2014 it was reported that the patient was complaining of trouble breathing, a choking sensation and was wondering when this side effect would go away. He stated he was recently implanted and had his device turned on and that the settings had been changed more than once. It was mentioned that the patient was in the hospital due to these events, and that his oxygen levels had dropped below healthy levels. The patient later stated he continued to have dyspnea and dysphagia. Attempts for further information from the physician were unsuccessful. The patient recently reported that they have asthma and cannot breathe with magnet stimulation. There were no allegations that the vns caused the patient¿s asthma, rather it was just stated that the patient suffers this health ailment. It was also mentioned that one time the patient went into status epilepticus in the hospital and that they thought he was having a heart attack because he couldn't breathe from swiping the magnet. No further details on this event were provided, however the mentioned events appears to be related to the hospitalization report from december 2014. Further follow up with the patient's current neurologist confirmed that they have no record of the patient being hospitalized, however the current physician did not start seeing this patient until 2016. Therefore, no further details were provided on the patient's hospital admission, and no further assessment could be provided on the reported events. It was also noted that the patient would not provide any further details on these events while at the physician's office. No other relevant information has been received to date.